Manufacturer narrative:
Follow-up # 2 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the text on the display screen was found to be dim/faded and discolored. A test screen was inserted and functioned appropriately.

Manufacturer narrative:
The serial number was reported on the initial MDR as(B)(4). The correct serial number for this complaint is (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.